Manufacturer narrative:
A ptc (product technical complaint) has been initiated for this report: (B)(4). Results are pending.

Event description:
This case was reported by a physician on (B)(6) 2011 (unified into one report) - local reference (B)(4). Ptc numbers were received on 18-may-2011 (processed together). Upon medical review, this non-serious report has been upgraded to serious based on the reclassification for the events following assessment utilizing the company's new device reporting tree. This case involves a (B)(6) female, who was treated with poly-l-lactic acid (sculptra) a week ago (dosage, indication, injections sites and batch/lot number were unknown). Poly-l-lactic acid was injected in good asepsis and dilution conditions. Three days after poly-l-lactic acid was administered, this patient experienced inflammatory reaction around the mouth. The physician described the reaction as eyelid edema, general malaise and flushed face. Five days after poly-l-lactic acid was administered, this patient developed (B)(6). According to the physician, this was a consequence of the inflammation. The patient was treated for a week with antibiotics nos, corticosteroids in decreasing doses and proteolytic enzymes. The physician plans to keep treating the patient with antibiotics and descending doses of corticosteroids. If the abscess fluctuates, a sample will be taken for microbiology analysis and the patient will be treated according to the antibiogram. If the nodule persists for another one or two weeks, a subcision will be performed. On an unknown date, the patient recovered from the inflammatory reaction and the (B)(6) disappeared. The nut sized nodule has continued. The physician pointed out the fact that the early appearance would have an infective cause. Significant/relevant medical history includes hypertension. Relevant concomitant medication includes unspecified antihypertensive. Action taken - not applicable. Corrective treatment - antibiotics, corticosteroid nos and proteolytic enzymes. Outcome - recovered from the inflammatory reaction. Not resolved from the module.